Manufacturer narrative:
While it is unk if the essix ace plastic used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, it was reported that a pediatric patient had a "possible allergic reaction to ace plastic." There is no info regarding the type of symptoms experienced, the duration of the reaction, or whether any medical intervention was required as a result.